Event description:
Report received of an independent rate change. The pump was programmed to deliver tpn at 11.5ml/hour on the day of the event. Approximately 1-2 hours after the tpn was started, it was noted that the pump was infusing at 115ml/hour. The customer contact reported that no one changed the rate of the infusion. According to the customer contact, the patient's blood sugar level increased to 414mg/dl, then dropped to 13mg/dl with no intervention. The patient was then given "several dextrose boluses' over the next 12 hours, until patient's blood sugar level reportedly stabilized. The pump was removed from clinical service. Though requested, there was no further information available.